Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended within specification and was clogged with blood/tissue. The reported event of lead twisted was confirmed due to over torqued inner coil at the connector region which is consistent with procedural damage.

Event description:
During follow-up, diagnostic imaging confirmed right ventricular (rv) lead dislodgement. During rv lead revision the helix was found to be over extended due to over torquing. The rv lead was explanted and replaced. The patient was in stable condition.